Event description:
The pump was returned for investigation. Investigation revealed that the buttons on the keypad were intermittently responsive and contamination was found under the button contacts. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be torn when first inspected. All of the buttons on the keypad were intermittently responsive. Contamination was found under all of the button contacts when the keypad was removed and all of the buttons were found to be stuck in the inverted position. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).